Event description:
Event description guidant received information from the patient's widow that the patient with this pacemaker had the device checked in early june of 2003 and was led to believe that everything was ok. On june 20 2003 while driving his truck on the farm, he died instantly at approximately 11:00 am. The caller had heard of guidant pulse generator advisories (this device is not on an advisory) and wanted to know if we could possibly shed some light on what could have happened.